Manufacturer narrative:
Device evaluation summary: there was no damage observed to the device. An endoanchor was fully loaded in the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 8.79v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The endoanchor was deployed with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, and heli-fx applier and endoanchors were used prophylactically in the endovascular treatment of the patient for ano ther manufacturers stent graft. It was reported that during the index procedure after the implantation of the first two endoanchors the physician was not able to advance the heli-fx applier through the heli-fx guide when the guide was bent. As two endoanchors had been successfully implanted the procedure was completed without further intervention. As per the physician the cause of the event was due to obstruction of the tip of the guide by a part of the guide itself which was noted after removal of the guide from the patient. It was noted that the applier worked successfully. No additional clinical sequelae were reported and the patient is fine.